Event description:
It was reported that during a procedure, the thumbwheel would not turn; therefore, the stent could not be deployed. Upon removing the device back through the sheath, the stent became partially deployed in the sheath. When the sheath was pulled out of the pt, the stent had fully deployed in the iliac. Another stent was then deployed at the lesion. No pt effects were reported.